Event description:
It was reported the patient was unable to adjust stimulation. A "call your doctor" icon was displayed, and a power-on-reset (por) condition was reported. The morning after implantation, the patient did not feel any stimulation and at that point the patient checked the patient programmer and saw the por message. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va00l3u, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-02103. Additional review indicated the correct manufacturing site was site 3004209178.

Event description:
It was reported that a patient experienced a loss of therapeutic effect and no stimulation sensation. The patient stated that she "couldn't feel it." It was reported that after the implant surgery the doctor said, "its got its brain scrambled." It was not clear what this meant. The medtronic representative reprogrammed the device after implant surgery, and it was stated that the device was "reset." It was reported that the patient has a return of symptoms that started about three weeks ago. The patient had switched to different programs, and verified that the device was on, but she still could not feel stimulation at all. There were no falls or trauma associated with the event. Three days later it was reported that the patient was "doing fine." About two weeks later it was reported that the patient did not have any more concerns with her device or therapy. The patient received assistance from a doctor or company representative on (B)(6) 2012 and her concerns were resolved. No further information exists.

Manufacturer narrative:
(B)(4).